Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed. Analysis confirmed the clinical observation. The data of the vf episode 106 from (B)(6) 2023 at 23:14h showed that, despite successful termination of the vf arrhythmia through atp therapy, a 40j shock was delivered. Further extensive analysis revealed that this observation resulted from a very rare timing situation in which the start of the charging cycle interfered with another processing step that eventually led to the continuation of the charging cycle followed by shock delivery. We highly appreciate that you have brought this occurrence to our attention and we will use this information to further improve the performance of our devices. We apologize for any inconvenience this event might have caused.

Event description:
Vf episode detected. Atp in the vf zone terminated the arrhythmia, but the patient still received a shock. Confirmation criteria was clearly met with 3/4 slow intervals occurring during the charge, yet the shock was still delivered inappropriately. Device remains implanted. Should additional information become available, this file will be updated.